Event description:
It was reported that during a percutaneous carotid angioplasty treatment procedure, a premature stent deployment occurred. The lesion being treated was located at the origin of the left internal carotid artery. The lesion was approximately 80% to 90% stenotic with a small focus of calcification seen in the soft plaque. The vessel was not tortuous. The physician used a 7f introducer sheath and another manufacturer's distal protection wire with a 7f guider guide catheter and an encore inflation device. The reference vessel diameter was 6 mm in the common carotid artery and 4.5 mm in the internal carotid artery. The lesion was predilated with an unspecified 3.5 mm coronary balloon. The intended 10.0 x 31 mm carotid wallstent monorail stent implantation site was at the origin of the internal carotid artery. The premature stent deployment occurred outside of the patient's body at the junction of the touhy borst adapter and the guiding catheter. The physician successfully implanted another carotid wallstent monorail which was one millimeter smaller. No patient injuries or complications were reported. Patient status is reported as "excellent."

Manufacturer narrative:
.